Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he changed the battery since it was low and device would not turn on. Call was dropped when customer was being transferred for further assistance. No further information reported.